Event description:
The customer reported, the system turned itself off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced fuses in the monitor cart. System operates as intended. (B) (4).